Event description:
It was reported that while flushing the two ports during preparation, the guide wire port was flushed successfully; however, when the attempt was made to flush the outer sheath flush port [luer] a piece of the port detached when force was used. The device was not used on the patient. A new same size supera stent delivery system was used successfully to complete the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported separation of the flush port was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).